Event description:
It was reported that the 9800 system c-arm displayed a filament regulator failure message. Customer pressed any key to continue and message did not display on following cases. There was no report of patient injury.

Manufacturer narrative:
A ge service representative discussed the situation with the reporter, over the telephone. The following cases did not have the filament regulator failure message as initially reported. The customer will monitor and call if service is needed. No service requested at this time.